Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psychology injury"), vaginal infection ("bladder/urinary problems: vag. Infection") and vaginal discharge ("bladder/urinary problems- vaginal discharge"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: state of implant: pa. Received treatment for pain, bleeding, bladder/urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: new pfs received- new events added: pelvic/abdominal pain, general abnormal bleeding, psych injury, bladder/urinary problems: vaginal infection, vaginal discharge were added. Product indication was updated. Outcome of events pain, bleeding, bladder/urinary from unknown to recovered/resolved were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding'). In an adult female patient who had essure (batch no. 619694), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo essure confirmation test". The patient's medical history included: gonorrhea. Previously administered products included: for an unreported indication, iud. Concurrent conditions included: obesity and uterine bleeding. Concomitant products included: levonorgestrel (mirena) and medroxyprogesterone acetate (depoprovera). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychology injury/ psychological, condition; depression and mental anguish"), anxiety ("psychology injury/ psychological, condition; depression and mental anguish"), vaginal infection ("bladder/urinary, problems; vag. Infection"), vaginal discharge ("bladder/urinary, problems; vaginal discharge"), vaginal haemorrhage (abnormal bleeding ("vaginal")), menorrhagia (abnormal bleeding ("menorrhagia")) and migraine ("migraines / headaches"). And was found to have weight increased ("weight gain"). On an unknown date, the patient experienced, genital haemorrhage (seriousness criteria medically significant and intervention required), and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy (full), salping,(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and vaginal discharge had resolved and the depression, anxiety, vaginal haemorrhage, menorrhagia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: state of implant : (B)(6). Received treatment for pain, bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was, 35.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet and medical record were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines / headaches, weight gain. Plaintiff did not undergo essure confirmation test. Event psychology injury was split into depression and anxiety. Lot number, event onset date, medical condition and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included gonorrhea. Previously administered products included for an unreported indication: iud. Concurrent conditions included obesity and uterine bleeding. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depoprovera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychology injury/ psychological condition: depression and mental anguish"), anxiety ("psychology injury/ psychological condition: depression and mental anguish"), vaginal infection ("bladder/urinary problems: vag. Infection"), vaginal discharge ("bladder/urinary problems- vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy (full), salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and vaginal discharge had resolved and the depression, anxiety, vaginal haemorrhage, menorrhagia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: state of implant :pa received treatment for pain, bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Lot number:619694, manufacturing date:2009/02, expiration date:2012/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.